Event description:
It was reported that the customer had issues with the infusion set disconnecting overnight. It was reported that the customer was in the hospital for a week in (B)(6) due to low blood glucose. Customer was unable to troubleshoot at the time. Attempts to contact customer were made and customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.